Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2014.

Event description:
It was reported that the patient experienced bradycardia. It was noted that the right ventricular (rv) lead exhibited high impedance, high thresholds and no capture. A lead fracture was suspected. The lead was initially programmed off and, subsequently, capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.